Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) lost helium. It is unknown under which circumstances the event occurred or if there was any patient involvement.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) lost helium. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue because it was observed the loss of helium at the opening of the bullet. The fse replaced the hi pressure helium regulator to resolve the issue. Calibration of sensors. The fse performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
N/a